Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015: voicemail; on (B)(6) 2015: phone & email, on (B)(6) 2015: email. The hospital reviewed the logs and noted an acb unexpected reset error. The customer rebooted the system which resolved the problem. The unit remains in service with no further reported complaint. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2015: voicemail, on (B)(6) 2015: phone & email, on (B)(6) 2015: email. The hospital reviewed the logs and noted an acb unexpected reset error. The customer rebooted the system which resolved the problem. The unit remains in service with no further reported complaint.

Event description:
The hospital reported that, during a case, the unit alarmed and shut down. The clinician reportedly cycled power and the case continued with no further reported complaint. There was no reported patient injury.